Event description:
The arterio venous loop sterile wrap had holes in it. Perfusionist feels that it is the position of the tubing that pushes the arterio venous loop through the wrap. No pt involvement. No further details are available.